Manufacturer narrative:
Pump received with button error alarm and no button response due to moisture damage keypad traces. Unable to verify battery out limit alarm and perform displacement, basic occlusion, prime/a33 and no delivery test due to no button response. Unit had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 275 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.